Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
This report is being submitted to correct the following fields of the initial report. Please see corrected fields: c, d2, g1, g6 and h2.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result with the binax now covid-19 ag card performed on (B)(6) 2021 on a direct tested nasal kitted swab. It is unknown if the test was repeated. Confirmation testing with pcr was performed at (B)(6), although platform and CT results were not provided. The customer stated the patient was symptomatic. No additional patient information, including treatment and outcome, was provided.